Event description:
It was reported the programmer rf (radio-frequency) head would not pick up the implantable device signals or interrogate. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the cable was out of electrical specification.